Event description:
Additional information received and stated that the scrub nurse pushed the plunger beyond the lens, it was decided that the lens was likely damaged as on retracting the plunger, lens was likely damaged as on retracting the plunger, it was slightly grainy on the lens in pulling it posteriorly in the injector. This report is associated with multiple complaints. This file is 2 of 2.

Manufacturer narrative:
Additional information was provided in a.1., a.2., a.3a., b.3., b.5., d.3., h.3., h.6. And h.11. The lens was not returned. Only the lens carton an label set were returned. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The root cause for the reported scratch could not be determined. The instruction for use instructs: company foldable intraocular lens are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, the customer returned lens with a report it had a scratch on it. Additional information has been requested. This report is associated with multiple complaints. This file is 2 of 2.